Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 12-dec-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot#: (B)(6), ubd: 15-dec-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 02-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted implantable neurostimulator and leads was unable to get satisfactory stimulation c overage on the left side low back. The physician attempted to replace a previous lead with a new lead to capture the left side, but placement of the new lead in the optimal location was unsuccessful. The patient was referred to neurosurgery for a surgical paddle lead implant due to inadequate stimulation coverage. All percutaneous leads were explanted, and the neurostimulator was left implanted with both ports plugged for planned connection to a surgical paddle lead. The patient was reported alive with no injury, and the stimulation coverage issue was ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.